Event description:
The customer reported that the ortho provue missed an antibody that was detected in manual gel. No erroneous results were reported

Manufacturer narrative:
On (B)(4) 2013 an ocd field engineer (fe) arrived at the customer site and found the visor was bent. The fe reshaped the visor. The fe performed the pm and mod 3.2 according to the guidelines outlined in the service manual. The fe replaced worn fitting and syringe seal and checked in diagnostic software and all checks were good. The fe generated a new ref. Image and checked all adjustments and alignments. All checks were good. The fe ran wad diag 18 tests and all checks were good. The customer ran qc and accepted all results as final verification of operation. Repairs have returned this instrument to expected operation. (B)(4).